Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with 2 infusion set. The cannula was crimped. The event occurred on 03-jun-2024 and 04-jun-2024. The patient noticed symptoms within three hours of insertion. The site of insertion was the abdomen. Patient regularly rotated site location. Furthurmore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose (bg) at the time issue was noticed 385-400 mg/dl.the caller replaced the infusion set and successfully resumed insulin. No further information was available.